Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred.the 90% stenosed target lesion was located in the moderately tortuous proximal left anterior descending artery. After the mach1 6f guide catheter and the non bsc guide wire crossed the lesion the 3.0 x 15mm nc quantum apex mr balloon catheter was advanced to the lesion. The balloon was inflated and ruptured at nominal pressure on the 1st inflation. The balloon was remove intact. The procedure was completed with another of the same device, then a 3.5 x 15mm non bsc stent was implanted. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).